Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that a tulip popped off of the screw shank postoperatively. Revision surgery occurred on (B)(6) 2026 to replace the tulip.